Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that the patient was unsatisfied and their implantable neurostimulator (ins) pocket wound had not healed yet. The patient felt pain in the pocket site. The cause was unknown. Interventions and actions included repositioning the ins. No surgical intervention was done and it was unknown if any was planned. The issue was not resolved at the time of this report. The patient was alive with no injury.

Event description:
Additional information clarified that repositioning the ins has been planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.